Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent inaccurate pump fill estimates. Additionally, it was reported that the customer had "a dozen" low blood glucose levels. Reportedly, the customer felt that it was possible that the pump gave more insulin than the customer expected to get. The customer declined to provide further information regarding the events.